Event description:
The international distributor reported the ventiator would not power on. The ventilator was not in use on a patient, therefore there was no patient involvement or harm. The distributor reported a 10a fuse had failed on the power supply. The distributor replaced the power supply to address the reported problem. Failure of the 10a power supply fuse may result in a loss of ac power if it occurred during use. If a loss of ac occurs during use and the ventilator shuts down, an audible power fail alarm will activate.